Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a deep rectum resection, the reload closed on tissue and would not open. The device would not react. The battery was removed and the device was recalibrated to remove the reload from tissue. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. The last known patient status is good.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A pmv endo gia- 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia- 60mm articulating medium/thick reload was then cycled without hesitation or binding. The reload jaws were able to be opened without issue after cycling. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture.